Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer reported that they had flow problems and changed to manual supply. They used the hand crank for approximately an hour. No adverse effect on patient. (B)(4).